Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch verio iq meter read inaccurately compared to another device. The complaint was classified based on the customer service representative¿s (csr) documentation. The patient did not recall when the alleged inaccuracy began. The patient did not provide the actual results obtained with the subject meter or on the other device (unknown type). It is not known what medications, if any, the patient takes to manager her diabetes. The patient stated she ¿changed her medication¿ in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient denied developing any symptoms. In addition, there was no mention of receiving medical treatment for a high or low blood glucose excursion. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.